Manufacturer narrative:
Date sent to FDA: 4/1/2018. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic surgery to repair a ventral hernia on (B)(6) 2016 and a mesh was implanted. The patient reportedly experienced various undisclosed adverse complications, and underwent a revision surgery and mesh removal on (B)(6) 2016. At that time a recurrent hernia, abdominal bulge and adhesion complications were discovered. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 06/24/2019.